Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energyshield monitor (esm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was return for failure analysis and the failure was replicated. The leds were flashing amber, and the neutral cable was loose.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that they were having trouble with monopolar energy. The customer had reseated the energy cable and rebooted the energyshield monitor (esm). The technical support engineer (tse) explained that since they'd rebooted the esm, they would need to restart the da vinci system in order for it recognize the esm. The customer advised they would try restarting the system once they reached a good spot and proceeded with the procedure. The customer later contacted technical support again to report that they'd power cycled the system, but the leds on the energyshield monitor were all still flashing orange. The tse recommended the customer perform a hard reboot to shut down both the da vinci system and esm, and then power both back up together. The customer contacted technical support again to report that they'd attempted a hard reboot on the da vinci system and esm before calling back in, and all four leds on the esm were still flashing orange. The customer verified the esm breaker switch was on and cables were connected, but the issue persisted. The customer requested a follow-up for a service update. The procedure was continued as planned with no reported injury.